Event description:
It was reported to philips that the device as failing ops check. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 12-may-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device as failing ops check. There was no patient involvement.